Event description:
Event: (cc# 98-01210) the 8 fr. Iab leaked. Blood was noted in the tubing. This was the only information at the time of the report. On 10/16/98, the following was reported to datascope: blood was noted in the tubing. The balloon was stopped and clamped. The iab was removed and another was not inserted. There was no patient injury or complication as a result of the event. It was reported that the patient's cardiac input had improved. [Event complications]: unknown - reported 9/28/98; none - rpt'd 10/16/98. [Patient's current status]: improved-rpt'd 10/16/98.